Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 3 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that high flows were observed. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative observed an increase in power and a decrease in average pulsatile index (pi) over time that has been linked to the presence of thrombus based on previous experience. Additional information received on (B)(6) 2017 indicated that the flows returned towards the baseline. A ramp echocardiogram revealed a normal pump operation. The patient had an implantable cardioverter defibrillator (ICD) placed. The patient¿s lactate dehydrogenase (ldh) level was up to 700 u/l, but remained to be stable. Consequently, the patient was discharged home. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported elevations in estimated flow values, which correlated with elevations in pump power; however, a specific cause for the parameter changes could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported elevated ldh levels could not be determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.